Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a tumor ablation using 10 millimeter fiber with a laserthermal therapy system. The procedure was performed with no issues. There was no delay of therapy. Patient was released the next day. The patient was admitted to hospital due to weakness in legs. Patient was diagnosed to have brain swelling. The surgeon indicated that this was considered to be normal, and expected the weakness to resolve itself. Patient is stable and doing well. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's laserthermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.